Event description:
Event description guidant received information that the patient with this ventricular lead had fallen approximately six months ago. The ventricular lead had high thresholds, high impedances, and low sensing. The lead was assumed to be fractured.